Event description:
The lead was originally capped on june 13, 2008 and was now explanted due to lead fracture.

Manufacturer narrative:
Na

Event description:
It was reported that the lead exhibited greater than 2000 ohms impedance in both polarities, and no capture was seen. The patient was not pacemaker dependent. The physician elected to replace the lead.

Manufacturer narrative:
Final analysis found that two pieces of the lead were returned. Piece a was returned cut at 14.8 cm from the connector pin and piece b was returned cut at 37.7 cm from the distal tip. In piece a, the insulation was abraded at 13.2 cm - 14.5 cm and the proximal coil was crushed at 13.5 cm from the connector pin. Three wires of the distal coil were fractured at 13.5 cm from the connector pin, due to clavicular crush. In piece b the insulation n was abraded at 35 cm - 35.6 cm from the distal tip.